Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it was undetermined what caused the ins mode to change to MRI-ci.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for cerebral stroke. It was reported that on (B)(6) , the green light on the upper site of the patient controller (programmer) kept blinking and the patient controller did not display anything on the screen. On (B)(4) 2018, the company representative (rep) visited the facility. The navigator button was pressed but the patient controller did not work. A recharger and power cable were plugged into the patient controller but the patient controller did not work/respond. The ins battery was unable to be recharged. The patient controller battery on back side was removed once and put back in place with resolution. After the issue was resolved, as it was noted that the ins mode was MRI-cs, the mode was cancelled. The patient controller battery and ins battery were recharged normally without any issues. No x-ray images were available. It was unknown if there were any external contributing factors. There was less remaining battery of the patient controller and ins. On (B)(6) 2018 when a nurse visited the patient, the patient complained that the patient controller did not communicate again. The patient controller was retrieved by the nurse. When the navigator button was pressed, it was noted that the patient controller turned on. It was not checked if the ins battery was able to be recharged when the patient controller was retrieved, since the ins remains in service. The patient controller was replaced with a new one. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. Additional information was received from a rep clarifying that the ins setting changed unexpectedly on the ins when the ins mode was MRI-cs. The controller was unable to be turned on, anomaly appeared to have occurred through product use. There was no patient harm reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.